Event description:
It was reported that it was impossible to capture the left ventricular (lv) lead at higher outputs and the lead was reported to have dislodged. The lead was inactivated and remains in the patient. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).